Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Healthcare professional additionally reported a rupture. Device has been explanted.